Event description:
It was reported that the device had shown an error code 133.609. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. The reported issue where the pcu displayed error code 133.6090 was confirmed and replicated during the investigation. The issue is being attributed to a defective backup speaker. The suspect pcu was plugged into the ac outlet and powered on in the ¿as-received¿ condition, the pcu powered on and immediately displayed an error code 133.6090 (main speaker failure). For laboratory testing purposes only, the backup speaker was replaced with a known-good dchu testing part. The pcu kept alarming for the same error. Subsequently, the facility¿s backup speaker was installed again and the main speaker assembly was replaced with a known-good dchu testing part. The pcu was powered on again, no errors or alarms were observed on this instance. The suspect main speaker was measured with a multimeter ant eh resistance was observed to be 21.6 ohms. A know-good dchu testing main speaker was measured to have a resistance of 7.6 ohms, confirming is out of specification. The facility reported the event to have occurred on 06aug2025. No time was reported. A review of the suspect pcu error logs showed a total of seventeen (17) occurrences of error code 133.6090 (main speaker failure) from 16apr2025 to 06aug2025. A review of the battery logs showed no events prior of the log analysis. Per the bd alaris system error tipsheet, the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Operation will continue all channels; current infusions are not affected but the module cannot accept any new changes to the rate, dose or volume to be infused (vtbi). Obtain a new pcu. Do not power down until a new pcu is available. Operation will continue all channels during this time. Programmed settings on the module are not restorable, any current rate, dose and vtbi settings should be noted and recorded prior to powering down the pcu. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. There was no patient involvement. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: device opened for investigation. Please replace the main speaker. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.